Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).